Event description:
According to the initial reporter, the filter was placed incorrectly. The lead tech said that the doctor said it misfired. The tech said it was misplaced. They tried to retrieve it but were unsuccessful. The top is in the common and the prongs are in the right internal. They will attempt again to retrieve it within the next few weeks. Additional information received: - was the filter advanced by femoral or jugular introducer? Femoral - were the difficulties at deployment due to the handle (blue release button)? Not the handle. The filter was not fully introduced. - was the retrieval procedure by using gtrs? The snare was in the retrieval kit.